Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension, product ID: 3387s-40, lot# va1fat8, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jan-2021, (B)(4); product ID: 3387s-40, serial/lot #: va1fat8, ubd: 11-oct-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient's right side system was explanted because the skin would not heal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the skin not healing was one staple being taken out too soon resulting in infection and impaired healing. According to the consumer there were no diagnostics performed related to the impaired healing. No further complications were anticipated.